Event description:
It was reported that a part on the continuous flow line of an interlink continu-flo set popped out and turned a 90 degree angle. This occurred during a patient infusion of saline. The reporter stated that this occurred while solution was being pushed through the set via a ¿blunt end.¿ it is unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.